Manufacturer narrative:
Event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient had received the implant to help with bladder pain. Before the implant the pain was at a level 20 on a scale of 1-10. They had pain about 3-4 months ago and their healthcare provider prescribed antibiotics and that resolved the issue. The pain returned a couple of days ago and they were just at their healthcare provider's office the day of the report. The healthcare provider prescribed antibiotics and also suggested the patient bump it up some. The patient had not brought equipment with them to the appointment. They were charging up the handset and asked for directions on how to connect and make an adjustment. General use was reviewed and they were able to connect and made an adjustment on program two from 1.1 volts to 1.4 volts and said they could just barely feel stimulation. They planned to monitor and track their bladder symptoms for a few days. They would wait one week and then make another adjustment based on symptom results. There were no device issues or further patient complications reported at this time.